Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant in israel had an impella cp-automated impella controller (aic) support ongoing for a patient admitted in for a high risk percutaneous coronary intervention. The aic was replaced due to optical signal issues. The patient survived the event.

Manufacturer narrative:
The investigation into optical signal issue has been completed. After reviewing the console logs, the reported optical sensor defect issue was confirmed. There were numerous placement signal not reliable (snr) and controller error alarms observed in the logs from the reported complaint date. The console was tested and the reported optical sensor defect was unable to be reproduced. However, the snr was found to be well below specifications after checking the parameters of the optical bench. The root cause of placement signal not reliable issue was a defective optical bench (low snr). The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21864. B3 date of event e4 should have been left blank. G1 reporting contact fax number missing. H6 code 4629 and 925 were reported incorrectly. New code was added to health effect - impact code.